Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing and low r-wave amplitude resulting in three inappropriate shocks. The system was then tested in clinic with provocative maneuvers. The device was then reprogrammed from the primary vector to the secondary vector to mitigate further inappropriate shocks. Over the night the patient received 28 more inappropriate shocks. The device system has been programmed off until further intervention can be determined. The patient was admitted for further supervision under the care of healthcare professionals. No additional adverse patient effects were reported.